Event description:
During a low anterior resection procedure, they fired the stapler and they said it felt funny as they fired it. They said there was no staples visible and the proximal purse string donut was not cut out. They used the same anvil, got another stapler and finished the procedure. No patient consequence.